Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed that the cadiere forceps had broken grips at the grip base. Both pieces approximately 0.214" x 0.605" were found to be broken off the yaw pulley. The broken pieces were not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted procedure the customer had two fragments come off the cadiere forceps instrument. The customer was able to retrieve all fragments in the same procedure. Procedure was completed with a backup cadiere forceps instrument. Intuitive surgical inc. (Isi) followed up with the customer to confirm that there was no additional information was available. All fragments were retrieved in the same procedure.